Manufacturer narrative:
Additional information was received that the battery was working fine, the problem did not reproduce and the fe thinks this was a user error. Therefore, there was no reportable malfunction.

Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that caused loss of mechanical ventilation during a case. There was no patient injury.